Event description:
It was reported that 3 of the bd safetyglide¿ needle were clogged. The following information was provided by the initial reporter: it was not the syringe that was giving us issues, it was the needle not allowing us to inject the vaccine into the patients. The syringe was allowing us to draw up the vaccine however when we tried to inject the vaccine the needle would not allow the solution to go through the needle.

Manufacturer narrative:
The following fields were updated due to additional information: imdrf annex c grid:c16. Imdrf annex d grid: d03. Investigation summary no samples or photos received by our quality team for evaluation. Furthermore, a device history record review was completed for provided batch number 2188472. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that 3 of the bd safetyglide¿ needle were clogged. The following information was provided by the initial reporter: it was not the syringe that was giving us issues, it was the needle not allowing us to inject the vaccine into the patients. The syringe was allowing us to draw up the vaccine however when we tried to inject the vaccine the needle would not allow the solution to go through the needle.

Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d.4. Medical device lot #: 2188470. D.4. Medical device expiration date: 30-jun-2027. H.4. Device manufacture date: 07-jul-2022. D.4. Medical device lot #: 2153548. D.4. Medical device expiration date: 31-may-2027. H.4. Device manufacture date: 02-jun-2022. D.4. Medical device lot #: 2188472. D.4. Medical device expiration date: 30-jun-2027. H.4. Device manufacture date: 07-jul-20222. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 of the bd safetyglide¿ needle were clogged. The following information was provided by the initial reporter: it was not the syringe that was giving us issues, it was the needle not allowing us to inject the vaccine into the patients. The syringe was allowing us to draw up the vaccine however when we tried to inject the vaccine the needle would not allow the solution to go through the needle.